Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after receiving two shocks. When the clinician interrogated the implantable cardioverter defibrillator (ICD), it was noted that a reset occurred. The power on reset (por) was reprogrammed and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a possibility that a reset might have occurred during defibrillation, therefore the possibility of lead insulation damage was suspected. The right ventricular (rv) lead and implantable cardioverter defibrillator (ICD)  were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.